Event description:
It was reported that the right ventricular (rv) defibrillation lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden change in pace impedance trends to consistently high, out-of-range pace impedance measurements greater than 3,000 ohms. There was only one recently stored event with approximately 1.5 seconds of fine noise. Technical services (ts) reviewed troubleshooting options and possible causes. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.